Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead and right ventricular (rv) lead were explanted and returned for analysis as the patient passed away due to a natural causes. Analysis was conducted on the leads and the leads tested out of spec. No patient complications have been reported as a result of this event.